Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient will be underwent surgical intervention to explant the artificial urinary sphincter (aus) cuff due to the patient having a urethroplasty procedure. The remaining components were plugged and will have a new cuff implanted after the procedure.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient will be underwent surgical intervention to explant the artificial urinary sphincter (aus) cuff due to the patient having a urethroplasty procedure. The remaining components were plugged and will have a new cuff implanted after the procedure.